Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition and low pacing impedance. The programming changes were made. The patient was in stable condition.